Manufacturer narrative:
Received only the catheter for evaluation. Per the visual inspection, there were no visual defects noted on the returned catheter. During the functional testing, the balloon was inflated with 10cc water and was administered to flow rate testing. While inflated, the flow rate was 150ml/min, 150ml/min and 150ml/min. The internal flow specification for a sample of this product type is 100ml/min minimum, so the sample met the internal flow rate specification. Water was introduced through the drainage eye and came out from drainage funnel without difficulty. The reported event was unable to be confirmed. The catheter was dissected and no conditions found that could have contributed to the reported event. There was no indication that this product was out of specification, and the product was manufactured per the manufacturing procedure. The reported event was unconfirmed as the problem could not be reproduced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after insertion, no urine would flow from the device. The catheter was inserted into the patient, and approximately 50ml of urine flowed into the drainage bag. However; approximately 1-1.5 hours post insertion, there was allegedly no urine flow.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after insertion, no urine would flow from the device. The catheter was inserted into the patient, and approximately 50ml of urine flowed into the drainage bag. However; approximately 1-1.5 hours post insertion, there was allegedly no urine flow.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that after insertion, no urine would flow from the device. The catheter was inserted into the patient and approximately 50ml of urine flowed into the drainage bag; however, approximately 1-1.5 hours post insertion, there was allegedly no urine flow.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after insertion, no urine would flow from the device. The catheter was inserted into the patient, and approximately 50ml of urine flowed into the drainage bag. However; approximately 1-1.5 hours post insertion, there was allegedly no urine flow.